Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: an empty opened foil, a paper lid and a winding former with eight needles and suture pieces of product code z711d, lot # mg6831 were returned for analysis. During the visual inspection of sample, the swage and attachment area of the eight needles were noted to be as expected and a piece of the suture was noted attach to barrel hole in each needle, the sutures has begun with the process of degradation and the strands was broken in multiples pieces, this is the cause that breakage suture. The product code z711d contains absorbable sutures and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jg6831 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. During use, the suture was broken. Another like suture was used. There were no adverse consequences reported.